Manufacturer narrative:
No unexpected reset anomalies were noted during testing. The pump passed the displacement test. The pump had no button response on the down arrow button due to corroded keypad traces. Unable to perform the error test due to an unresponsive keypad. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a severely stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she left her insulin pump at home to go to the beach and when she returned home the pump had reset and she had to reprogram the time and date. The patient's blood glucose at the time of incident was 201 mg/dl. The customer changed the battery as well but the buttons on the insulin pump became unresponsive. She also stated that the pump prompts her to reprogram the device. The customer was advised to discontinue use of the pump. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.